Event description:
Consumer complaint of high blood results. Customer normally is 120-130 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (234) and the normal result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (07/12/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user had incorrect code key. Correction date of event: (B)(6) 2014.

Event description:
Consumer complaint of high blood results. Customer normally is 80-120mg/dl. Based on parkes error grid analysis, the bias between the highest result given (500) and the normal result (80) is located in zone d. No adverse event reported.